Event description:
Resident transferred from wheelchair to bed for personal care. Transferred back to wheelchair from bed. Blood noted oozing from laceration on resident's right lateral leg, distal to the knee. Stain of blood noted on the front steel part of the wheelchair. Resident transferred to ER per md order and received sutures to laceration. Wheelchair taken off floor for investigation. Update on laceration, sutures are out; however, area is infected, pt on abt.